Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. As received, the attachment appeared to be in good condition except for the tool marks on the side of the attachment between the front and rear sheaths and the cap removed from the head. The returned attachment was not tested due to the inoperative condition attachment was received in. During examination after disassembly it was noted several internal components of the head assembly displayed slight to moderate debris. Also, slight to moderate wear was noted on inner drive components. All components appeared to be dry and lacking lubrication. It is possible that a lack of lubrication may have caused friction and as a result, an acceleration of wear components mentioned above. This accelerated wear then could have caused debris to form inside the rotating components causing further friction and accelerated wear. This combination of events could have caused an instability of the set where the set could have made contact with the cap. This contact may have loosened the cap assembly causing it to eventually fall off the attachment as described in the complaint.

Event description:
In this event it was reported that the cap unscrewed from a midwest e 1:5 ca attachment while in use. The reported complaint did not result in an injury or need for intervention.